Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed a low speed event. Based on prior complaint experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, this behavior could be indicative of an issue with the driveline; however, a specific cause could not be conclusively determined through this evaluation. The submitted log file captured a low speed event on (B)(6) 2023 associated with an increase in pump power. The log file ended approximately 9 seconds after the low speed event began and prior to the resolution of the event; however the account reported that the event resolved on its own. The associated voltage levels indicated that the low speed event occurred when the system was powered by a power module on the white system controller power cable, grounding the system, and a battery on the black power cable. The account submitted two x-ray images for review showing internal and external portions of the driveline. No obvious areas of concern were observed. The account later reported that the cause of the low speed event was unknown. The patient returned to the clinic a few days later and there were no further low speed events. The plan was to monitor the patient in an outpatient clinic and send additional log files if there are any further issues. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and driveline s/n(B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU), rev. C, and patient handbook, rev. C, are currently available. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage, as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline.¿ the section entitled ¿alarms and troubleshooting¿ outlines system controller alarms, as well as how to respond to each alarm condition. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a speed drop and power spikes on (B)(6) 2023. Log files were submitted for review. The log file captured speed drops less than the lower specification limit on (B)(6) 2023 with power elevations. The patient had no further speed drops or power spikes and the cause had not been identified. The patient returned on (B)(6) 2023 for left ventricular assist device (lvad) interrogation and had no events since (B)(6) 2023. The speed drops resolved on their own and no power spikes were noted; the cause of the speed drops and power spikes was not identified. X-ray images were taken to assess the driveline and submitted to technical services who stated they were unremarkable. They were advised to send log files again if the patient had any red heart alarms.